Event description:
It was reported to vyaire medical that the vela ventilator is having vent inop and motor fault causing the vent not to cycle.. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, due to the scorching on the connector, the buyer was advised to replace the batteries first. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.